Event description:
It was reported that the patient developed bacteremia. The system was explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: a 0185 competitor lead: (B)(6) 2012, e141 ICD: (B)(6) 2012. (B)(4).